Event description:
A (B)(6) male pt called zoll customer support to report that the cables on his electrode belt were damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables) was confirmed. Upon investigation the trunk cable and the distribution node (dn) to rear therapy electrode cable were pulled from the strain relief. The root cause for the damaged cables could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cables. The pt received a replacement electrode belt.